Manufacturer narrative:
(B)(4). Analysis of lead model 39565-65, (B)(4) determined the lead was okay, but cut through (suspected explant damage). There were no significant anomalies. Analysis of anchor 3550-39 determined the anchor sleeve was cut and there were no significant anomalies.

Event description:
It was reported that there was a lead that had 3 electrodes that were bad on it. A revision was done and a new lead was used. The new lead was right of midline to begin with and attempts were made to recapture her leg stimulation but were getting mostly rib and abdominal stimulation. There was some stimulation in her back, but nothing in her legs. The patient had a new lead and stimulation in both her legs and her back. Everything was reported as fine with the patient.